Manufacturer narrative:
Exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Date of explant: 3 years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17238469.

Event description:
It was reported that patients device stopped working for pain. The patient underwent an explant procedure. All components were explanted and will not be returned.